Manufacturer narrative:
Medtronic received information that there was no reported delay to the procedure due to this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the malleable suction stopped tracking after about an hour of use. It was reported that other medtronic suctions were used to complete the subsequent procedure. There was no reported impact on patient outcome. No additional information was provided.